Manufacturer narrative:
Based on the available information, the rse had contacted the customer remotely. The customer had informed that after performing tests and a new functional check with the new ECG cable, the 'ECG unit failure' message had disappeared, and the device was back in clinical use. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective ECG cable. Further root cause was not determined. The reported problem was confirmed.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device does not read the ECG cable. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.